Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for analysis. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. Tow sutures were attached to both cylinders. The information received indicated the device leaked during the pre-test, but because no functional abnormalities were noted with the returned component, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was to be implanted on (B)(6) 2017 but a malfunction/leakage was discovered in the pre-test. Additional information received indicated there was cylinder leakage discovered in the operation.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, malfunction/ leakage was discovered in the pre-test. It was replaced but tracking form for initial fer and re-op fer are not available. Correction of the issue: cylinder leakage was discovered in the operation qnr918 was replaced by qnr916 and the device was implanted in a patient. No other adverse patient effects were reported.